Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. The patient¿s pd culture was positive for growth of staphylococcus aureus which is a bacterium normally found on human skin. Peritonitis is a well-documented complication in patients undergoing pd therapy most often caused by a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
A peritoneal dialysis (pd) patient's contact reported to fresenius customer service that they were hospitalized for eighteen days with peritonitis. There were no reported allegations that the event was caused by fresenius products. Additional follow-up information was obtained from the patient¿s pd nurse. It was reported that on an unknown date, the patient was admitted into the hospital with symptoms of cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of methicillin sensitive staphylococcus aureus (mssa), consistent with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy utilizing vancomycin intravenously (dose not provided). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital and continues outpatient hemodialysis. The patient is reported to be recovering from the peritonitis event. The pd nurse could not identify the exact cause of peritonitis. However, it was confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to this event.